Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had lost insulin pump settings or insulin pump locked up and become unresponsive. Insulin pump rejects some new batteries, damage to the casing of the insulin pump, such as cracks or hairline fractures clear plastic on the reservoir ring hearing unusual noises different from the normal rewind noises, must rewind more than once and rewind was slower. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.